Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number 8xp58l. However, transmitter with serial number 8kwfx9 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found for serial number 8kwfx9 within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.